Manufacturer narrative:
This report is submitted on 05 nov 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to extrusion of the implant body.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 1, 2020.